Manufacturer narrative:
User facility: sioux falls surgical center. Evaluation; visual inspection of the returned product revealed excessive scoring of the first 8" of the distal end of the guide wire. This appears to be caused by a possible defect in the bullet used with the u-guide. The bullet defect likely rubbed on the guide pin while drilling, creating the score marks which weakened the material. This eventually caused the material to fatigue & break. The fragment retained by the patient is approx .600 in length. The product is manufactured from an implant grade material, 316l ss. User facility stated, patient is stable.

Event description:
While drilling the cross pin guide wire into the lateral right knee, the surgeon encountered some difficulty passing the pin. The u-guide was removed and alignment checked, everything matched up perfectly. The u-guide was reinserted and the second attempt to pass the pin was also unsuccessful. Upon removal of the guide pin, it was noticed that the flutted tip was missing. Interaoperative x-ray confirmed that the fragment was buried deep in the intramedullary canal beyond the femoral tunnel.